Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died 22 days following device implant. The cause of death is being requested.

Event description:
It was noted the patient died 22 days following device implant. Follow up with the clinic later reported the patient died with cause of death noted to be infection.

Event description:
It was noted the patient died 22 days following device implant. Follow up with the clinic later reported the patient died with cause of death noted to be infection/sepsis. Nurse later reported that patient was recovering well at last office visit, but one week later, patient reported to spouse that not feeling well. Spouse noted a mental status change in patient and brought to ER. Patient found to be septic and device explant was scheduled. Patient died before this could be done. The patient had not been pacemaker dependent. Unknown to clinic if autopsy was done.